Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks which exhausted therapy. There were also anti-tachycardia response (atr) episodes showing maximum tracking rate (mtr) and bi-ventricular triggered pacing markers along with right ventricular (rv) sensed markers showing the intrinsic events were sensed in the noise window and not counted. A technical services (ts) consultant was contacted regarding this issue and discussed programming options to mitigate the issue. No adverse patient effects were reported.

Event description:
Additional information indicated the patient had episodes that were labeled as non-sustained ventricular tachycardia (nsvt) as well as ventricular tachycardia (vt) episodes which was 171 beats per minute (bpm) that required anti-tachycardia pacing (atp). The patient also appeared to have a sinus tachycardia with a rate between 170 to 180 bpm which was treated with atp. It was noted the patient was likely in sinus tachycardia; however, based on the high rate of the tachycardia and the high rate atrial cutoff, it was classified as atrial fibrillation (af). This activated the stability discriminator; therefore, the device detected it as a dual tachycardia and administered multiple therapies. After some of the treatments, the patient did have episodes of vt that were appropriately treated. During these events the bi-ventricular trigger was competing with the ventricular rate regularization.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.